Event description:
It was reported that during a drug eluting stenting treatment procedure the catheter shaft broke. The lesion being treated was a calcified circumflex (cx) lesion. The lesion was predilated with a balloon (unknown type and size). Upon insertion of the taxus express2 8.8% 2.75mm x 8mm device, the catheter fractured inside the guide catheter which was inside the pt's body. The physician removed the catheter that was outside of the body. The physician then used a hemostat to clamp the guide catheter, pinching the fractured shaft and the guide catheter together. The guide catheter, fractured shaft, and guide wire were removed from the pt as a unit without incident. No pt injury or complication occurred. The procedure was completed with another taxus 2.75mm x 8mm stent.